Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, stent deployment issues occurred resulting in patient complications. The patient presented with stenosis in the left inner carotid artery (ica). This 10.0-24 carotid wallstent was implanted for treatment. After deployment, the stent was not well apposed to the vessel wall. Post procedure the patient had symptoms of epilepsy and was administered sodium valproate. This worked to ease the symptoms. It was reported that "later" the patient developed symptoms of drowsiness and muscle tension increase. It was reported "after further medicine treatment, the muscle tension was decreased but the conscious disturbance was not improved. The patient was at deep slumber status now." Additional information has been requested and is not available.

Event description:
It was further reported that the lesion being treated was 80% stenosed with mild tortuosity and calcification. Residual stenosis was 30% post stent implant. The stent was not post-dilated. Three days after the stenting procedure, the patient began to experience increasing muscle tension accompanied by myoclonus of upper extremity. Benzhexol (1mg po bid) and baclofen (10mg po bid) were administered to decrease the muscle tension. Ten days after the stenting procedure, symptoms of epilepsy began (seizures). The patient showed right upper extremity extortion, trunk tetanization and neck rigidity, ocular fixation of eyes, and sensitive to physical stimulation. Sodium valproate (0.5g po qd) was administered on the tenth day for treatment, dosage was increased to 0.5g po bid on the fifteenth day. Sixteen days after the stenting procedure, the patient went into a "light" coma. The physician thinks the symptoms might be in correlation with hypertransfusion syndrome after stent therapy and the cerebral ischemia caused eurotic-psychotic disorder. The patient remains hospitalized in a "light" coma. Extremity convulsions have ceased; however, hypermyotonia persists. The patient was also administered atropine (0.5mg) and nimodipine (3ml/h) during the index procedure.

Manufacturer narrative:
(B)(4).